Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, a type iiib endoleak was suspected by contrast study post-stent graft placement. Intervention to suppress endoleak was performed and the limb was relined with another stent graft of the same size. At the end of the intervention a type IV endoleak was present. Per the physician, the cause of the endoleak was due to a defect in the endurant stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
B5: additional information received : it was clarified that the endoleak was a type iiib endoleak and it did resolve when the stent graft was relined. It was reported that was no significant calcification present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.